Event description:
The customer reported that the drill started to run hot during a procedure. The procedure was completed with a back up device and there were no adverse consequences reported.

Manufacturer narrative:
The MFR evaluated the handpiece and the device failed for temperature rise from the spindle housing. Upon disassembly, the driveshaft assembly and spindle housing were confirmed to be damaged and were replaced.